Event description:
The customer reported a motor error alarm during normal use. The customer also stated that she was at a hospital, and the insulin pump was exposed to high magnetic fields. The alarm history could not be reviewed and the rewind could not be conducted due to the alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump also had a missing end cap sticker.